Event description:
A us distributor contacted zoll to report that a patient was experiencing "add gel/replace belt" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem ("add gel/replace belt" messages) has been confirmed. Upon investigation the electrode belt did not pass essential performance testing. The electrode belt distribution node to rear cable was severed, cutting all of the wires in the cable. The root cause for cut cable was physical abuse. There were no adverse events associated with the damaged electrode belt.